Event description:
It is reported that during trial reduction, the surgeon removed the provisional with a hook, and the trial fractured.

Manufacturer narrative:
As returned, the device is fractured in half and there is a chip out of the anterior surface. The device has a potential field age of approximately 5 years and likely fractured due to repeated use and autoclaving. Device history records indicate manufactured to specification.